Event description:
The customer reported that during the event, the probe was obstructed and the assistance team was unable to clear the obstruction. During the maneuvers they had no difficulties, however they had to exert force. They performed an abdominal x-ray to check for the possibility of kinking. When evaluating the image, they noticed a "laceration" of the device at its distal tip. They took the device out with fears of breakage or detachment of the lead tip. Per additional information received, the tube had to be replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. No sample was received for evaluation at the manufacturing site. One photo was provided for evaluation. In the photo, an obstruction is observed near the end of the tube. According to the visual inspection of the photo, an occlusion in the tube and a deflated balloon can be observed. During the investigation, a review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly, and packaging. There were no abnormal conditions found that could trigger the reported condition. Based on the visual inspection of the photo, it is possible that medication or food caused an occlusion in the tube, the instructions for use (IFU) state steps must be followed to prevent an occlusion in the tube and a rupture. The feeding tube should be flushed frequently to prevent clogging. It is suggested that the tube be flushed before and after each feeding, before and after administering medication, once every four hours during continuous feeding or between intermittent feedings, each time the feeding set is disconnected, each time the feeding container is filled/changed, and each time the pump is stopped. It is recommended to use a kangaroo enteral feeding pump for accuracy and control of nutritional formula delivery. Infusion pumps that deliver in excess of 40psi should not be used as excessive pressure is capable of causing tubes and pump sets to balloon and/or rupture. Should a sample become available in the future the complaint will be reopened for further investigation. No action plan could be performed because an exact root cause could not be identified. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. In case of repeated issues and/or recurrence, a new investigation for the specific events would be carried out for each case. This complaint will be used for tracking and trending purposes.